Manufacturer narrative:
Additional information added to b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4219466. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Customer responded on 02-jan. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? Dated of incident is documented as 11-28-2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The IV lock failed and the patient bled onto his forearm and pillow while the line was attached. No complication or injury occurred; the IV was applied and done without issue afterward. No negative outcome other than having to clean up a decent amount of blood on the patient and pillow used as support.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Our nd's have let me know some of the bd insyte autoguard catheter's from this order have not been working for them. They let me know that the blood is escaping when inserted instead of being controlled as designed.